Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a leak occurred 12 hours after the start of an ifosfamide chemotherapy infusion near the tubing spike. No patient harm was reported.

Manufacturer narrative:
Concomitant medical products: 1000ml baxter bag, lot number din (B)(4), exp nov 19, naci 0.9%. The customer¿s report of a leak near the tubing spike was not confirmed. Visual inspection showed no anomalies. Functional testing showed no anomalies. The root cause of the customer¿s report could not be identified.

Event description:
The customer reported a leak occurred 12 hours after the start of an ifosfamide chemotherapy infusion near the tubing spike. No patient harm was reported.